Event description:
Medtronic received information during the implant of a transcatheter bioprosthetic valve, a right iliac dissection was noted due to a perclose closure device. Endarterectomy was performed to repair the dissection. Subsequently, the patient had a stroke from being off warfarin for a prolonged period. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).